Event description:
It was reported that the tip of the blade broke off during knee arthroscopy. Additional portal incision was needed to retrieve the tip. Surgeon was not bending or torquing at the time of break. It was a clean break as the tip came completely off the outer sheath. Case was completed. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was received and an evaluation was conducted. The complaint was confirmed. The tip was broken off the outer sheet of the shaft . Based on the information provided and device evaluation, the most likely cause of this event is excessive bending forces applied to the device during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.